Event description:
Event description boston scientific crm received information that the post-implant markers and diagnostics (a large qrs complex after an atrial pace, no ventricular sensing in vvi mode, p-waves greater than 6mv) from this pacing system suggested the leads may have been mistakenly switched in the header during implant. A technical services (ts) strips review revealed non-capture on the ventricular channel. Ts suspected the atrial lead may have dislodged in the ventricle, however x-rays of the lead were inconclusive. During a revision procedure, the leads were confirmed to have been mistakenly switched at implant, and were corrected. No adverse patient effects were reported.